Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging an unusual issue with the subject meter - the error 5 message in spanish does not match what is written in the user manual. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.